Event description:
Damaged or broken component patient was treated with npwt because of a laparotomy (burst abdomen). The canister connector was tightened. Therefore vacuum did not apply correctly. As the device did not show any alarm this was detected after approx. 2 h. According to the customer patient started bleeding in between. This was notified by the hematocrit value but the source of the bleeding was unclear. As there was no vacuum, the canister remains empty and the wound was covered with the dressing. After detection of the bleeding an additional surgery was performed. When speaking to the customer he stated that the bleeding was not caused by the npwt but by the patient´s general condition. The additional laparotomy would have been necessary regardless of the npwt.

Manufacturer narrative:
This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ezplus canister 800ml.